Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received treatment with injection of reflin 250 mg (frequency, duration and route not reported) and injection of fortum 250 mg (frequency, duration and route not reported) for peritonitis. At the time of this report the outcome of this peritonitis event was unknown. Dianeal therapy was ongoing. Additional attempts made to obtain additional information have been unsuccessful.